Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing for evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before a cataract vitrectomy combination laser probe did not fit the trocar. The surgery was performed and completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Additional information was provided in sections d.9, h.3, h.6 and h.10. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, the probe was returned for this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The probe was received for this investigation. A visual assessment of the returned sample revealed no obvious nonconformity. Sample testing was performed and revealed excess adhesive on cannula-nitinol junction. This complaint has been reviewed and based on a low occurrence rate, it is determined that no further actions are necessary at this time. The root cause of the reported event is attributed to excess adhesive on cannula-nitinol junction. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).